Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert for high rate non-sustained episodes and elevated sensing integrity counter (sic). Additional information reported oversensing, noise and a confirmed fracture on the rv lead. The rv lead will be revised and remains in use. No patient complications have been reported as a result of this event.